Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the drawer failed to open. A field service engineer (fse) accessed the back panel and observed a blinking light. Upon opening the drawer, the fse discovered a liquid spill. The fse then powered off the device, removed all pockets, dried the liquid spill on the pockets, and reinstalled all pocket trays; however, the issue persisted. The fse proceeded to install a full-height drawer three and replaced the cable, as the liquid spill had also affected the row board cable. After reinstalling all pockets and rebooting the station, the fse confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.